Manufacturer narrative:
I-sens conducted a cause analysis of the reported problem with the returned meter. When testing the control solution with the returned meter and normal strips 10 times, the meter detected the strip insertion all 10 times but did not detect the application of the solution 7 times. Also, the lo message occurred in the remaining 3 times where the measurement was performed. As a result of disassembling the meter, it was confirmed that foreign substances had flowed into the connector.

Event description:
Customer reported issues of does not register solution/blood. Complaint was reviewed for investigation and reportability on 11/15/2021. Complaint was marked for investigation and determined not reportable per arkray's per internal procedures. On december 16, 2021 returned meter, failed testing by generating low results, out of specification. The meter gave low readings, making this complaint reportable to the manufacturer as a malfunction. December 16, 2021, marks the aware date for MDR filing.